Event description:
It was reported that the radio-frequency (rf) head did not work. It was further reported the lights would not come on, and the rf head would not interrogate. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. The rf (radio-frequency) head was found to be functionally ok. The cable was twisted, but this had no impact on the functionality. The label backing was also noted to be missing. (B)(4).